Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer reported that they were getting change sensor notices. Blood glucose value from reported event was 400mg/dl. Sensor glucose value from reported event was 51mg/dl. Sensor glucose and blood glucose difference was unavailable. The customer reported that the insulin delivery was suspended due to sensor glucose value of 51mg/dl. Suspend on low limit in sensor settings was 60mg/dl. The customer reported that the sensor stated she was low and her blood glucose was in the 400mg/dl range because the pump was suspended during her sleep. The pump was suspended during the night. The customer treated with bolus of pump. The customer declined high blood glucose troubleshooting. The customer does not report consecutive change sensor alerts with different sensors. Customer was unsure if they received a change sensor alert after a calibration not accepted. The pump and the sensor will not be returned for analysis.